Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips on the fenestrated bipolar forceps instrument were not aligned. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was one grip that was bent, causing side to side misalignment of the grips. There was an 0.125 inches offset at the tips, indicating overloading at the tip. Electrical continuity testing passed. Additional observation not reported by the customer were scratch marks on the main tube showing light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the main tube. Evidence not conclusive but main tube damage may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.